Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 32 mg/dl associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: a time/date reset to the default setting was unable to be verified in the black box. The total daily dose (tdd) history showed two records for (B)(6) 2015. The pump was exercised for 24 hours with the returned battery and cartridge caps. After 24hrs the battery was removed for 6hrs and the bench testing confirmed that when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and a visible inspection confirmed that the internal battery was leaking.